Event description:
During a phacoemulsification procedure, the footpedal for this unit would not work correctly. The physician completed the procedure manually by performing an extracap. The pt did not suffer any injuries.